Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing found no issues with the internal battery. The evaluation determined that the device failure to charge its internal battery was due to a main circuit board (pcb) failure. The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.